Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice. Du ring the third implant attempt, the valve was fully released and a loud clicking sound was heard which came from the handle of the delivery catheter system (dcs). The sound was heard while the handle was turned. The valve was implanted successfully. It was noted that the actuator handle of the dcs was separated and a gap was observed. A misload was not observed. It was noted that the anatomy was not severely tortuous. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed and s lightly over captured, visual analysis showed the trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears bent or bowed. Voids are observed along the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs and carriage components were separated by the analysis technician. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. One of the tabs is observed to be broken on the carriage component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device instructions for use (IFU) instructs ¿if the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. The subject dcs was returned and evaluated by medtronic. The capsule was observed to be bent or bowed and was over-captured on the nosecone. The curve in the capsule was most likely caused by the over-capture. The IFU, cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Voids were also observed on the subject dcs capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Additionally, analysis of the subject dcs observed that the deployment knob (actuator) components were detached from the dcs. Both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob, and one of the tabs is observed to be broken on the carriage component. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. It is possible that the clicking reported in this event may be describing dcs handle clutching. As the handle is turned, instead of the slider tooth following the thread in the screw gear, the force in the system pushes the slider tooth over the top of the screw gear thread. This is accompanied by a clicking sound. Historically, a misloaded valve is a known cause of high forces resulting in clutching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.